Event description:
It was reported that the pt had a granuloma confirmed by magnetic resonance imaging (date not reported). The pt had been receiving high concentration morphine by intrathecal pump. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.